Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) implanted: 2012 (B)(6); 5554 implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had both pulled back. Repositioning was attempted, buttery were unable to be repositioned. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was ext rinsically breached due to a cut and observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.